Event description:
It was reported that during the procedure, the subject stent was not opening. While retrieving the subject stent the patient vessel was injured and a thrombus was formed. Patient limped on one leg for some time, but recovered. There was decreased finger movement function noted. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed, and it cannot be confirmed that the device met specification, as the subject stent was not returned. As the subject stent was not returned and a review of all available information fails to indicate an assignable cause for the failure of the stent to open, an assignable cause of undeterminable will be assigned to the reported code stent failed/unable to open. The product IFU recommends as the safest course of action, to deploy the stent and deploy a second stent rather than to remove a deployed or partially deployed stent. It is likely that the attempt to remove the subject stent caused vessel damage and the reported thrombosis and subsequent patient injury. An assignable cause of use error will be assigned to the as reported codes patient vessel thrombosis, patient stroke and patient injury, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure, the subject stent was not opening. While retrieving the subject stent the patient vessel was injured and a thrombus was formed. Patient limped on one leg for some time, but recovered. There was decreased finger movement function noted. No further information is available.